Event description:
It was reported that both attachments have broken off.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.